Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the female connector was separated from the main body. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was separated between the female connector (dark blue) and the main body; this was further described by the customer as ¿the deep blue part was detached from the main body¿. This was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.